Event description:
Patient needed airway management in emergency department. Intubated with et tube from airway cart. Expiration date 2026. Ett leaking. Patient had to be extubated and reintubated. Took another ett from airway cart and found that it had a leak as well. All known et tubes from this lot have been returned to materials management. Other than the discomfort and risks of reintubation, there was no adverse impact to the patient. Refer to add'l documents in i2k.